Manufacturer narrative:
Additional information d9, g3, h3, h6, h11. H11:the device was received for evaluation. During functional testing, the customer reported issue of ¿over infused 3x¿ was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused (three times) during preventive maintenance inspection in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.